Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the during laparoscopic total gastrectomy, when making the cut, the staple line was incomplete because of the device. Another device was used to complete the case. There was no patient harm.